Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the 8mm synchroseal instrument had a crack in the rubber tip cover. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and found to the instrument to be completely missing the jaw cover. The missing jaw cover was not returned and measured roughly .4782" x .2964". There are no signs of thermal damage present at the end or any tears.

Event description:
Refer to h11 for follow-up information.